Event description:
It was reported that the patient with this implantable pacemaker experienced submuscular hematoma that needed pocket evacuation to removed fluid. This device remains in service. No additional adverse patient effects were reported.